Event description:
It was reported that there was far field oversensing on the atrial lead. Programming changes were attempted, but there was no improvement and no change was implemented. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092 implantable pacing lead; 1999-(B)(6), (B)(4).